Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With an external power supply attached, the device functioned normally; no high current was d detected during testing and the power consumption was normal. The battery was sent to the vendor for evaluation and was found to be normal. The cause of battery depletion is undetermined.